Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive action (CAPA) review were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi). The sutures of two proglide devices wer successfully pre-placed. The procedure was planned with a navitor valve size 29 and flexnav delivery system lg. Puncture was on the right side using proglide system. The pick-tail was placed in non-coronary cusp, native valve was crossed successfully. A pre-dilatation with balloon size 23 x40 was done. Introducer 14f was removed. The flexnav delivery system with valve was ready for insertion. During insertion over the wire, at puncture level a resistance was towards the nosecone and capsule that led to kinking of the capsule and rupture the femoral artery with the wire. Backup surgery team was called immediately. During the inspection of the delivery system, it was decided to replace the flexnav system to avoid any complications. After repairing the artery, it was decided to continue the procedure safely. The valve was implanted successfully with the new flexnav delivery system and the procedure was completed. Reportedly post procedure, the proglides failed to achieve hemostasis. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.